Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient was not holding a proper charge and wanted a non-rechargeable ipg. The patient underwent an ipg replacement procedure due to an unknown reason. The explanted device was disposed of by the facility. No further information has been obtained.